Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The unknown implant was neither returned or identified. Product evaluation and functional testing could not be performed for the reported device. However, the reported drivers were tested with mating implants and both did not retain properly, dropping the implant to the floor. When both were tested. The implant remains implanted. The customer has not provided additional pictures or x-ray images of the product. Review of appropriate documentation: instsm rev e 08/18; no-touch tm delivery of certain® internal & external hex connection tapered implants. No device lot number was provided so a device history record review and a complaint history review could not be performed. Complainant reported that the drivers got stuck with the implant during a surgery and did not disengage. Doctor tried with the two drivers and finally changed to a new driver and could finish the procedure. The reported complaint could not be confirmed. However, a non-reported malfunction with the driver was found as it could not retain the tested implant. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Product will not be returned to manufacturer.

Event description:
T was reported that the unknown 3i implant could not be disengaged from neither the iipdts nor the iipdtl driver. Another driver was used to compete the procedure.